Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that during removal of the device for eol/rrt, the device exhibited crosstalk.~~~